Event description:
A customer reported that during a procedure, the system displayed a message and no footswitch functions were available during extrusion. The surgeon changed to "manual" extrusion and completed the cause without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to watch the footswitch icon to determine if the footswitch treadle is activated. It was determined the footswitch was not working and the customer ordered a replacement footswitch. The root cause is unknown at this time. .